Manufacturer narrative:
The device associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer&#38112;database indicated the patient is deceased and died approximately 8 months after device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
Additional information was received that cause of death was non-hodgkin's lymphoma.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.